Event description:
This setrox s 60 was implanted in the ventricle. At implant, ventricular threshold was 0.5v, r-waves measured 10mv, and lead impedance was in the 1000 ohm range. Device was interrogated the next morning and ventricular capture was intermittent at 4.8v and 0.5msec pulse width, r-waves measured 2mv, and lead impedance was in the 440 ohm range. The lead was repositioned and the ventricular threshold was 0.4v, r-waves measured 7mv, and lead imedance was in the 425 ohm range. The lead was left in.

Manufacturer narrative:
The device was not available for analysis. There were no production process deviations that could have been related to issues mentioned in the complaint.